Manufacturer narrative:
(B)(4).

Event description:
A talent taa stent graft system was implanted in the patient for the endovascular treatment of a thoracic aneurysm. The physician performed an unltrasound for the follow-up of the patient¿s carotid-carotid-subclavian bypass that he had performed prior to the index procedure. The CT scan revealed that the patient¿s aneurysm had grown from 7cm to 9cm in diameter. The CT indicated a type iii (separation) endoleak between the second and third talent stent grafts. The patient did not have any follow up since the index procedure. The physician elected to implant a valiant stent graft 46x46x200 to cover the type iii endoleak, separation. The endoleak was resolved. Per the physician¿s statement the cause for the endoleak is unknown. No additional clinical sequelae were reported and the patient is doing fine.